Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to strong, rapid deviations of lead impedance. No adverse patient events were reported. Should additional information be received this report will be updated.

Manufacturer narrative:
Combination product: yes.